Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line extension set leaked from a cut in the line near the connector. The patient was connected to the device. The patient stated that when they started dialysis and opened their transfer set, fluid began to leak from the extension set. The patient then closed their transfer set, disconnected, and turned off the homechoice. The patient went to their peritoneal dialysis clinic the next day and was prescribed prophylactic antibiotics. There was no patient injury or medical intervention associated with this event.